Manufacturer narrative:
A review of the manufacturing documentation of the implanted paddle lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient's home nurse suspected an infection at the lead site. The patient's symptoms were seepage, pus and fever of 100 degrees. The patient went to the ER and was given IV and oral antibiotics. The patient was not hospitalized and is reportedly doing well.

Event description:
A report was received that the patient's home nurse suspected an infection at the lead site. The patient's symptoms were seepage, pus and fever of 100 degrees. The patient went to the ER and was given IV and oral antibiotics. The patient was not hospitalized and is reportedly doing well.